Manufacturer narrative:
Additional information is provided in sections d.4, d.9, h.3, h.6 and h.11. Received 1 opened carton of silikon 1000 (lot 128kn) containing 1 partially opened 8.5 ml bottle of silikon 1000 (lot 128kn). The metal cap is partially opened and sharp edges we observed. Other anomalies were observed. Retention sample testing is not required based on assessment performed in v-qms-0076236. Review of the complaint history shows no other similar complaint reported. Review of the mbr record of the lot number provided indicated that product was processed and released according to the product's acceptance criteria. Silikon 1000 is compounded by (1) chemical and thermal extraction, and (2) sterile filtration of oil prior to filling. The product is then filled into its primary packaging components using aseptic processing. The product is terminally sterilized using dry heat. Following sterilization, units are 200% inspected for particulate in the solution and then packaged into pouches and sealed. The product insert includes the following instructions: 1) outside the sterile field, remove the silikon 1000 vial from the clear polyethylene bag and place it in a stable location. Do not shake silikon 1000. 2) hold the silikon 1000 vial firmly and remove the aluminum seal and stopper. 3) within the sterile field, securely place a 20 gauge cannula on a 10 ml syringe 4) hold the vial within reach of the sterile field and aseptically introduce the cannula fitted into the syringe into the vial and withdraw the silikon 1000 taking care not to introduce air bubbles. Two persons are required for this procedure. 5) after the silikon 1000 has been completely transferred into the syringe remove the 20 gauge cannula from the syringe and dispose of it properly. Securely place a new sterile cannula onto the syringe. 6) the silikon 1000 is now ready to be used. The syringe may be stored temporarily within the cannula pointed upward to allow any air bubbles to come to the tip for easy removal. 7) at the conclusion of the procedure properly discard the syringe and any remaining silikon 1000. During the manufacturing process qa performs iba inspections to ensure packaging per mbr instructions. Random units are inspected throughout the production of the lot for all nonconformance types per v-qms-0069012. There were no nonconformities reported for this lot during iba inspection. Potential root cause includes: non-conforming components- unlikely, incoming component inspection results indicate the components used was acceptable and undergo inspection on the packaging line, - event related to surgical technique ¿ no conclusion can be made regarding the contribution of surgical technique. - consumer mishandling - no conclusion can be made regarding the contribution of consumer mishandling as this factor is outside the control of the manufacturing facility. A comprehensive review was performed including a review of the processes, complaint histories, batch record review, finished product testing results. The review shows that the manufacturing processes were in a state of control. Based on the acceptable mbr review and finished product test results, this lot continues to be acceptable.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the metal cap of the bottle was difficult to remove so the nurse had to force it off and the glass of the bottle cut the nurse finger. They opened another bottle of oil and completed the procedure without any issues. The nurse's finger is fine, with only a small cut. Details of the procedure were not provided.